Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to migration of the pump that resulted in inflation issues. The ipp pump was explanted and replaced with a new ipp pump. There were no clinical consequences to the patient in relation to this event.